Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(6).

Event description:
It was reported that the patient had a new device implanted. Patient was dependent on pacing. The patient expired unexpectedly at home one day after implant. There is no allegation from a health care professional that the death was device related.